Manufacturer narrative:
Based on the information provided no conclusions can be made. As reported, the patient experienced hernia recurrence post implant of the ventralex mesh. No additional information provided. Hernia recurrence is a known inherent risk of surgery and listed as a possible complication in the adverse reactions section of the instructions-for-use supplied with this device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event was not provided and is considered as (B)(6) 2022 as a best estimate. Not returned.

Event description:
As reported, during an unknown procedure the bard/davol ventralex mesh was used. It was reported that the patient developed a hernia recurrence post implant of the mesh.